Event description:
It was reported that an asymptomatic patient presented to the hospital for device change out due to normal eri. Fluoroscopy revealed externalized conductor between the rv and the svc coil. No electrical anomalies were detected. Lead remains implanted. Patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.